Event description:
Event description cpi received information that this implantable cardioverter defibrillator (ICD) and lead system was exhibiting high dfts (defibrillation threshold measurements). The physician elected to perform an invasive procedure and decided to cap one of the large patch leads and implant a new transvenous defibrillation lead.